Event description:
The customer reported via phone call that the insulin pump experienced a beep anomaly. The customer's blood glucose was 30 mg/dl. The customer's most recent blood glucose was 138 mg/dl. The customer stated that she could not hear the threshold suspend alarm occur on the insulin pump. She was unable to hear the beeping. She performed the self test, and the insulin pump passed, but she was still concerned, as she was unable to hear the beeps. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.